Event description:
It was reported that during a prostate procedure, the fiber was forward firing @ 90 joules. Gland volume 120. The procedure was completed with turp. There was no injury to patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal section of the fiber is broken and detached 6 cm from distal end; the distal end was not returned; the heat shrink tube is melted at the break; the fiber is blackened at the break; the fiber was tested with hene laser fixture, aim beam is not forward firing form the fiber fracture according to (B)(4). Probable root cause: based on the product analysis results, the product complaint of "forward firing" could not be confirmed; a fiber fracture was observed; the probable root cause of the failure is: excessive bending/use handling.